Event description:
The staff noticed the dial-a-flows (stat 2 extension set gravity flow controller) was not controlling the drip rates appropriately beginning near the end of (B)(6) 2015. It was very noticeable. When the rn would set the dial-a-flow to the ordered rate, the rate was not affected at all or very slightly. If left set at what was to be the ordered drip rate (i.e. 100cc/hr.), the patient would receive too much fluid as the dial a flow did very little to control the rate. Lot numbers: 201504204 and 201505054 affected and pulled manufacturer response for dial a flow IV rate controller, s2-12n stat 2 ext set gravity flow controller (per site reporter): no response received as of the date of this report; they did offer a replacement product which has been functioning correctly.